Manufacturer narrative:
The investigation has been completed. Based on the analysis, the alleged malfunction was verified and a different issue was identified. (B)(4).

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the customer dropped the pump and the screen cracked. Additionally, a malfunction alarm occurred and the pump stopped all insulin delivery. The customer's blood glucose level was 340 mg/dl. The customer delivered a bolus via the pump. Reportedly, the customer has a backup pump available as alternate insulin therapy.